Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was not able to exit the priming series. After priming the insulin pump she would have to rewind and prime and prime again. She was not able to use the insulin pump all day. Even after replacing the battery, the issue still occurred. Customer's blood glucose level was 130 mg/dl. The customer attempted to bolus with the insulin pump. She was unable to exit the preparing to prime loop. The customer did not receive a second series of beeps and/or did the numbers appear on the screen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.